Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 endoscope could not be inserted all the way into the harvesting cannula. So, the entrance was widened on both sides and the endoscope was forcibly inserted. As the device was being used, the connection of the jaw heater wire came loose, but it did not fall off. Only part of the insulation had peeled off. A new device was used to complete the procedure with no issues. There was no patient harm. There was almost no delay in the procedure.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: medical device ¿ problem code - h6 - corrected from "1069" to 29811." The device was returned to the factory for evaluation on 12/03/2024. An investigation was conducted on 01/07/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula or intact c-ring. The clear silicone insulation on both the cold and hot jaws was observed to be peeled from both jaws, exposing the metal jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The black sheath of the shaft closest to the base of the jaws was observed to be peeled, exposing the inner portion of the top of the shaft. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was inserted into the cannula with no physical or visual difficulties observed. There were no other visual defects observed on either devices. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem- scope" was not confirmed, however, the reported failures "peeled; delaminated; jaw" and "material twisted/ bent wire" were confirmed. The analyzed failure "peeled; delaminated; shaft" was observed. The lot # 3000388588 history record review was completed. There was an ncmr , rework, or deviations documented for the reported lot number. [Ncmr # (B)(4)- on april 22, 2024, the complaint department reached out to the manufacturing team to discuss a complaint with the manufacturing team. As a result of the complaint, we decided to interview the operator who was certified for the final inspection of the cannula line. The interview with the operators revealed that one operator was not following the work instructions at the final inspection on the cannula line.]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure modes ¿peeled; jaw/delaminated", "material twisted/ bent wire", and analyzed failure mode " peeled; delaminated; shaft" are being maintained and documented under maquet's corrective and preventive action (CAPA) system.